Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his patient with right atrial (ra) lead developed infection. The system will be replaced. As of this time, the lead remains in service. No additional adverse patient effects were reported.